Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient had an unrelated procedure where the device was turned off but not placed into surgery mode. Subsequently, the ipg could not communicate with external devices and programmer displayed error message: 'cannot connect to generator/the generator is not responding/contact your clinician to fix the problem.' An abbott representative attempted to recover ipg to no avail. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. It was reported to abbott, a patient was unable to connect with their ipg. The rep met the with the patient and was also unable to connect with the ipg. The system had not been set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The issue was resolve with replacement of the ipg. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.